Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist discovered that a vlyte diluent was low and instructed the customer to replace it. Upon the ccc specialist's instructions, the customer aligned the integrated-multi sensor technology (imt) module and primed the imt probe. The customer performed the pump align cycle and primed the fluids. The customer performed re-calibration and ran quality controls, which were acceptable. The cause of the discordant, falsely sodium and chloride results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.